Manufacturer narrative:
The ast reagent lot was either 585403 or 527632. A reaction monitor printout of the sample showed the initial sample measurement was performed with lot 527632. No calibration data was provided for the affected analyzer. Upon review of quality control data from (B)(6)2021 to (B)(6)2021, controls were within range for alt and ggt. One level of ast control had data that was outside of range low. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The number of tube inversions was too low.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation, and ggt-2 -glutamyltransferase ver.2 standardized against ifcc / szasz on a cobas 8000 c 502 module. The initial sample values were reported outside of the laboratory and questioned by medical personnel since they did not match the patient's clinical history. The sample was repeated on a second analyzer and on the complained analyzer. The values from the second analyzer were believed to be correct. The sample initially resulted in an alt value of 8.7 u/l. When repeated on the second analyzer, it resulted in an alt value of 641 u/l and when repeated on the complained analyzer, it resulted in a value of 670 u/l. The sample initially resulted in an ast value of 12.8 u/l. When repeated on the second analyzer, it resulted in an ast value of 849 u/l and when repeated on the complained analyzer, it resulted in a value of 898 u/l. The sample initially resulted in a ggt value of 8 u/l. When repeated on the second analyzer, it resulted in a ggt value of 195 u/l and when repeated on the complained analyzer, it resulted in a value of 195 u/l. The alt reagent lot number was 530454, the ast reagent lot number was 527632, and the ggt reagent lot number was 532622. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and hardware checks showed the instrument to be working properly. Incubation bath and cutoff lenses were replaced.